Event description:
The customer reported the ventilator would not power on via ac power when preparing to run an extended self test on the unit. The ventilator was not in use on a patient and therefore there was no patient involvement or harm. The manufacturer's service technician confirmed when the ventilator was plugged into ac power the mains led did not illuminate and the unit would not operate on ac power. The service technician replaced the power supply to correct the findings. Performance verification testing was completed and all tests passed per operating specifications. Factory analysis of the power supply found a shorted component on the power supply that may cause a loss of ac power during operation. Upon loss of ac power during operation the ventilator will switch to backup battery and alarm and will continue ventilation until battery power is depleted.

Manufacturer narrative:
Customer has indicated that the device will be returned for evaluation. Customer letter will be sent with the evaluation findings. The device history record (DHR) review has been started. No additional information is available. This was deterined to be reportable per edwards lifesciences procedures. Device not returned to manufacturer.

Manufacturer narrative:
Evaluation summary: missing tissue due to cuts in leaflets 2 and 3 are evident. Approximately 3mm of tissue remains along the attachment site in leaflet 3. Leaflet 2 is missing most of its free margin and some of the cusp area. No other inconsistencies detected or in the x-ray. The valve is not suitable for functional testing due to its current condition in which it ws received. X-ray. Additional manufacturer narrative: 2009 received additional information regarding patient condition: "left ventricle was enlarged due to paravalvular regurgitation which remained after the implant of magna 300019mm and it caused mitral regurgitation. Six days prior, mvr was also conducted and sjm 23mm valve was implanted. It was reported that customer commented that was a technical mistake by surgeon." Customer letter completed two months later. The device history record (DHR) review was completed one month prior, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly, the device was explanted after an implant duration of 0.53 months due to aortic regurgition. Per the customer experience report, "300019mm was implanted for aortic valve replacement in 2009. 300019mm was explanted due to aortic regurgitation at approximately 16 days later. Sjm regent 19mm valve was implanted as a replacement."